Manufacturer narrative:
Complaint confirmed. One unpackaged ar-2323bcc suture anchor, biocomposite swivelock serial/batch: (B)(6) was received for investigation. Visual inspection identified that the device was returned for evaluation without the broken eyelet. The fragments generated during the event were not returned for analysis. Suture is still inside the device' shaft. The method of bone preparation employed during the procedure, as well as the bone quality encountered, were not provided. The root cause of the reported failure mode is undetermined.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/6/2022, it was reported by an arthrex employee via email that an ar-2323bcc bio-composite swivelock broke from the eyelet hole. This was discovered during an arcr procedure on (B)(6) 2022. Case was completed with a new product.